Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient involvement associated to the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker cleared the error code and after testing the error code did not reappear. The customer was re-educated to leave the device turned off every night and allow the daily test to run in order to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and was not able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient involvement associated to the event.